Manufacturer narrative:
(B)(4). Date of initial report : 10/16/2015. The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the forcefx8cs generator was used during a procedure in which the patient received a burn. No additional information has been provided by the site.